Event description:
In 2009, pt reported she had taken a bolus this morning, but it is not showing up in her bolus history. Checked bolus history and the most recent entry was 2.4 units the day before. Asked pt to disconnect from her infusion site. Performed troubleshooting for the up and down arrow buttons and upon performing that troubleshooting, the down arrow button did not respond. Pt reported that she did face an elevated reading due to this button not functioning. She stated, her reading was 178 mg/dl when she woke up and that is within her normal range. Pt reported she ate breakfast and started to feel thirsty. She stated, she took a reading and it was 518 mg/ml and this is when she attempted to program the above bolus. Advised pt that she can also program a bolus using the scroll method. Instructed pt on how this is done and she wrote down those instructions. Pt reported she then programmed a practice 1.6 unit bolus in the air. She stated she then connected back to her infusion site and programmed a 5 unit bolus successfully. Discussed replacing adapter with every 10th cartridge change and the battery cover with every 4th battery change. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of suspect product for evaluation